Event description:
Boston scientific received information that the clinic contacted boston scientific technical services (ts) and noted that a lead extraction procedure would be occurring. No further patient information was available and no further details were provided. At this time the status of the lead was unable to be verified. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.